Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 443 mg/dl at the time of the incident. Customer also reported that the insulin pump had open book image on the screen with x, arrow and a question mark. Troubleshooting was performed. No other insulin pump error was displayed before the open book image was displayed on the screen. It was unknown whether the customer was using the auto-mode feature. The device will be returned for analysis.